Event description:
It was reported there was a communication issue. It was reported, the patient had not charged in over 6 months and this was her second overdischarge (od). The first pmr did not go into normal charge. It was reported they performed 3 pmrs and the implantable neurostimulator (ins) did not start. It was noted, the cause of the od was patient compliance due to hospitalization for a stroke. It was noted the healthcare professional (hcp) will replace ins.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger. (B)(4).